Event description:
It was reported that the device shutdown intermittently. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follo-up report.

Manufacturer narrative:
The investigation was based on the reported event and logfile analysis of the affected babylog vn800 device. Additionally, the device was serviced via dräger technician onsite. It was reported that the system cable between the display and the ventilation unit was not routed properly. The root cause of the reported event did not correspond with a device malfunction but with an improperly routed system cable on site. It was reported that the display was mounted on the top of the bed and the ventilation unit was mounted on a ge warmer in this specific installation in this hospital. It was reported that no patient was involved. Therefore the event was assessed to be not reportable in accordance to the european meddev 2.12 rev. 8 and the medical device regulation (MDR 2017/745). The dräger technician repositioned the system cable to prevent a further disconnection between display and ventilation unit. The results of this investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that the device shutdown intermittently. No injury reported.